Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 14-may-2016, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 22-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was poor proximal electrode connection with 40,000 ohm impedance readings on contacts 0-7. This was discovered during an implantable neurostimulator replacement. As a troubleshooting step, they switched the lead to the 8-15 port in the implantable neurostimulator, and verified that the issue is with the lead, and not in the port of the implantable neurostimulator. They left the lead with the issue connected in the 8-15 slot, and programmed the lead in the 0-7 port. They were going to attempt to get coverage using only contacts 0-7. It is unknown if the issue resolved at this time. No surgical intervention was taken at the time of the report, however, it is unknown if surgical intervention is planned to resolve the issue. There were no patient symptoms, or complications reported.